Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin) from 2010 to 2015, ibuprofen (motrin) from 2010 to 2015, marvelon (desogen), naproxen sodium (aleve) from 2010 to 2015 and paracetamol (tylenol) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infection"), cystitis ("bladder infections"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved and the fungal infection, cystitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - case updated as incident. New event " abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, bladder infections, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss " were added. Event severe physical injuries was deleted. Lot number was added. New reporter were added. Product explant date was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lipoma excision. Concurrent conditions included alcoholic (1 glasses of wine, 1 cans of beer per week). Concomitant products included acetylsalicylic acid (aspirin) from 2010 to 2015, ibuprofen (motrin) from 2010 to 2015, marvelon (desogen), naproxen sodium (aleve) from 2010 to 2015 and paracetamol (tylenol) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infection"), cystitis ("bladder infections"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved and the uterine haemorrhage, fungal infection, cystitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device was passed and deployed in the usual fashion first on the patients left, then the right. 3 loops were visualized past tube ostia on the left and 3 on the right. There were no endometrial lesions and minimal bleeding. On (B)(6) 2015 she underwent a vaginal hysterectomy (cervix and uterus with portion of right fallopian tube removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Ultrasound pelvis-uterus measures 82 x4.7 x 5.1 centimeters there is a 1.4 centimeter posterior uterine leiomyoma.endometrial complex measures 5 millimeters. The ovaries were not seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abnormal uterine bleeding,dysmenorrhea,menorrhagia,dyspareunia,lipoma resection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lipoma excision. Concurrent conditions included alcoholic (1 glasses of wine, 1 cans of beer per week). Concomitant products included acetylsalicylic acid (aspirin) from 2010 to 2015, ibuprofen (motrin) from 2010 to 2015, marvelon (desogen), naproxen sodium (aleve) from 2010 to 2015 and paracetamol (tylenol) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. In march 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infection"), cystitis ("bladder infections"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In september 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved and the uterine haemorrhage, fungal infection, cystitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device was passed and deployed in the usual fashion first on the patients left, then the right. 3 loops were visualized past tube ostia on the left and 3 on the right. There were no endometrial lesions and minimal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received : device expiration date added and event abnormal uterine bleeding added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.